Event description:
The line was flushed with saline through the arterial line. Resistance was experienced and leakage was observed from the exit site. Procedure stopped and the line was removed the following day. Upon removal a leak was observed in the line 1cm past cuff.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.